Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteroscopy lithotripsy procedure in the ureter, performed on (B)(6) 2019. On (B)(6) 2019 the percuflex plus stent was implanted without any issues reported. According to the complainant, on (B)(6) 2019, the patient presented with hematuria which was noticeable by the naked eye. The source of the hematuria was not determined by the physician and the relationship between the percuflex plus stent and the patient's hematuria was undeterminable by the physician. The patient was instructed to lie in bed and was administered anti-inflammatory hemostatic treatment. The patient's hospitalization was prolonged due to this event, however, the exact discharge date was not reported. On (B)(6) 2019, the presence of hematuria disappeared. The patient is currently in good condition.